Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting components/accessories for damage and cleaning and reassembling component/accessories and verifying breast shield fit. No damage was found on parts during troubleshooting and suction still seemed low to the customer. Because the customer could not test the pump upon completion of the troubleshooting, a replacement pump was sent to the customer and return of her original pump was requested for testing/evaluation. On 06/05/2017, a complaint handler followed up with the customer, at which timed she indicated that she has received her new pump and it was working well and her mastitis was resolved. On 06/08/2017, a medela clinician contacted the customer, at which time the customer stated that she also had mastitis in december and was treated with antibiotics and that she made contact with medela this time because she went to the doctor and was prescribed antibiotics to treat mastitis again. Though she doesn't have mastitis any longer, she feels like her breasts are always full and she is not emptying completely. When asked about how much milk she is expressing, the customer indicated that she pumps 5-6 times per day and expresses 150-180 mls per pumping session. The medela clinician recommended that the customer use a hospital-grade symphony pump since she is exclusively pumping and explained its intent to empty breasts more efficiently. The customer was referred to medela's website for locations to rent a symphony. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged the she was experiencing low suction with her pump in style breast pump. The customer reported that she went to her doctor on (B)(6) 2017 and was diagnosed with mastitis and prescribed an antibiotic.